Event description:
A bronchoscope was used on a pt with confirmed case of tuberculosis. The next bronchoscopy was done four days later. That pt came up positive for mycobacterium tuberculosis complex. Two add'l pts were done. One on the 3 days later 2nd pt and one on the following day who were negative for mtb. Then another pt was done on the last day who came up positive for mtb complex. Cdc has been notified, is performing dna testing and making care recommendations. Not sure if bronchoscope was contaminated or is a cleaning/disinfection problem.